Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) did receive da vinci products to perform failure analysis. 9 unused sureform 60 white reloads were analyzed and the complaint was not confirmed by failure analysis. The reloads were returned to isi for evaluation as a batch. There were a total of 9 white reloads returned with the associated lot number. All of the reloads were returned unopened and unused. The reload was tested using an in-house stapler. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the stapler log shows the sureform 60 stapler instrument was installed on the system 7 times and fired 7 sureform 60 reloads (1 blue, followed by 6 white). On each install, the first clamp was successful. On installs 2-4, and 7, the firings were each completed with one pause for compression. On installs 1, 5, and 6, the firings were each completed with no pauses for compression. After the 7th install, the instrument was removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that after a da vinci-assisted gastric bypass surgical procedure, the patient experienced a postoperative leak from the gastrojejunostomy (gj) staple line and possibly the gastric remnant. There were no intraoperative complications; specifically, there were no errors or complications related to the sureform 60 stapler instrument or firing sequences. All staple lines were complete and intact. No buttress material was used. The initial procedure was completed robotically. On postoperative day three, it was identified that the patient sustained a leak. The leak is suspected to be at the gj, and from a white sureform 60 reload that had had an anastomotic leak due to ischemia of the lateral staple line. As a result, the patient underwent a subsequent, unspecified procedure. It is unknown what medical/surgical intervention was rendered due to the complication. The patient is currently stable.

Manufacturer narrative:
Patient demographics were obtained. Additional information obtained: it was reported that after a da vinci-assisted gastric bypass surgical procedure, the patient experienced a postoperative leak from the gastrojejunostomy (gj) staple line and the gastric remnant. There were no intraoperative complications; specifically, there were no errors or complications related to the sureform 60 stapler or firing sequences. All staple lines were complete and intact. No buttress material was used. The initial procedure was completed robotically. The patient presented to the emergency department with pain, tachycardia, and dyspnea on postoperative day one after they were discharged home. Imaging was complete; however, the leak was missed by the radiologist at a different facility. On postoperative day three, the patient returned to the operating room with continued symptoms. A computed tomography (CT) scan with oral contrast confirmed the presence of a leak. A subsequent robotic procedure was performed, where it was identified that a staple line had dehiscence, and malformed staples were noted. The entire staple line had opened up, minimal ischemia was noted. The surgeon relates the patient's complications to the patient's profound dehydration status postoperatively. The staple line was sutured to repair the defect. The patient's leak has healed, and they have been discharged home.

Event description:
Refer to h11 for follow-up information.